Event description:
Our rep is reporting that a knee repair was performed on a female in 2008, acl hamstring. Pt went back to the surgeon for what appeared to be an infection. The area was cultured and washed out a total of four times, first being the following month. The area cultured negative, nothing was found. The pt symptom's persisted. The area was washed out again a week later, and the devices were eventually removed the following month. The devices were reportedly intrafix, the lot numbers: 0509349 and 0701060. Present status of issue is as follows: pt's present medical status unk. Pt's present medical course of treatment, if any, unk. Pt is seeking compensation from surgeon/facility. Mitek marketing, quality and legal notified and made aware of issue via e mail correspondence from the field. Also see associated MDR 1221934-2009-00036.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.